Event description:
The patient was revised because of loosening at the implant/cement interface with poly wear. The cement was competitor's product.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. Provided info stated the cement was not a depuy product. The initial reporting indicated the products were not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.